Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 49 mg/dl. Customer blood glucose reading while admitted was unknown. Customer had diabetic ketoacidosis. The cause of the low blood glucose reading was under delivery. Customer did not mentioned about set change. Customer was treated in the hospital. Customer admitted was admitted in the hospital in their own. Customer has been using insulin pump system within 48 hours of reported high bg event the name of the hospital is (B)(6) then (B)(6) hospital. The hospital phone number is (B)(6). Customer treatment was not mentioned. The insulin pump had moisture damage. The auto mode feature use was not mentioned. The product will not be retuning for analysis.

Manufacturer narrative:
The initial report had the incorrect even date and summary information. The correct information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose reading upon admission was unknown. Customer had diabetic ketoacidosis. Customer mentioned that they had low blood glucose of 49 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer's treatment was not mentioned. The insulin pump had moisture damage. Another hyperglycemic event was on (B)(6) 2020. The product will be returning for analysis.